Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 16mm amplatzer vsd muscular occluder was selected for implant using an abbott delivery system. Approximately 45 minutes into the procedure, the device was deployed, and pericardial effusion was noticed once the device was in place. The occluder had not yet been released from the delivery system. The user attempted to drain the effusion. Cardiopulmonary resuscitation (CPR) was administered but unsuccessful. During CPR, the device was recaptured and removed along with the delivery system prior to release from the delivery cable. The pericardial effusion lead to cardiac tamponade, and the patient passed away. The implanter was unsure of what caused the effusion. No additional information was provided.

Manufacturer narrative:
An event of pericardial effusion leading to cardiac tamponade and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.